Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Initial notes: patient reporting crack on the pump inquired what led up to the complaint. Customer response: patient was just wearing the pump and just woke up bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Type of damage: crack. Location of the damage: reservoir . How damage occurred: pt got no idea. Customer reports damage to the pump. Is the physical damage to the pump's reservoir lip ring: yes adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the pump will need to be replaced. Explained the oow rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: for pump replacement - oow advised about shipment patient understood. **pt declined to return the pump.** ship: 1-pump / return: 1-pump.